Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a loss of stimulation. The patient underwent a lead revision procedure, and the lead remains implanted. The patient was doing well postoperatively.